Manufacturer narrative:
Problem of lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2017-00048 pertains to the other device. It was reported to boston scientific corporation that an uphold lite was implanted during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, on the first uphold lite device, while attempting to place the suture through the sacrospinous ligament, the suture broke and the needle was retrieved inside the capio device. A second uphold lite device was opened and the same thing happened. However, the physician tied a new capio suture to the broken lead suture on the arm of the uphold and used this to place the arm through the ligament to successfully complete the procedure. The procedure was completed with the second uphold lite device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was broken. The remainder of the suture with dart was missing and not returned. The other suture with the blue with white stripe dilator was broken and the remainder of the suture with dart was missing and not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2017-00048 pertains to the other device. It was reported to boston scientific corporation that an uphold lite was implanted during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, on the first uphold lite device, while attempting to place the suture through the sacrospinous ligament, the suture broke and the needle was retrieved inside the capio device. A second uphold lite device was opened and the same thing happened. However, the physician tied a new capio suture to the broken lead suture on the arm of the uphold and used this to place the arm through the ligament to successfully complete the procedure. The procedure was completed with the second uphold lite device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.